Event description:
It was reported that the programmer received an error when connected to the software distribution network (sdn). The ethernet card was removed and the error was cleared and the software was installed. The error reappeared when calibrating the stylus. The programmer will be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).